Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (cardiovasculr) of two events reported for the same patient involving two separate products.